Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm on multiple occasions. Reportedly, the pump was in a fanny pack when the alarms were triggered. Customer had elevated blood glucose levels (250-330 mg/dl), and stated that they felt sick. Customer delivered correction boluses to stabilize blood glucose levels.